Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter break. Block h11: an advanix biliary stent with naviflex rx delivery system were received for analysis; the suture was not returned as it was detached. Visual examination of the returned device found that the guide catheter was detached and smashed. The stent suture hole and the push catheter suture hole were torn, and the stent was damaged. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent failure to deploy and suture deployment issue. Taking all available information into consideration, the investigation concluded that the reported events and observed damage were likely due to factors encountered during the procedure such as the tortuosity of the procedure, physician's technique, and the force applied when trying to deploy the stent, which limited the performance of the device contributing to the reported damages. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the bile duct to treat a bile stasis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During procedure, the advanix biliary stent could not be deployed as the naviflex insertion set did not unravel. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was detached. Please see block h11 for the full investigation details.